Manufacturer narrative:
E1: first name and last name of initial reporter is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having fixation proced ure from l4 to s2 for l5/s pseudoarthrosis. It was reported that during the fixation procedure for the initial surgery (plif between two vertebrae) to address pseudoarthrosis caused by a screw fracture, the screw on the left side at l4/5/s was removed. While attem pting to insert a new screw from l4 to s2, the tip of the driver broke. A new driver was used, but the screw did not move, and this driver also broke. The damaged screw was ultimately destroyed using a metal cutter and replaced with a different screw. The overall procedure experienced a delay of less than 60 minutes. No patient symptoms or further complications were reported in relation to the event. The allegation of the screw was, it became not-rotating, hence it was destroyed with metal cutter intentionally. Regarding the initial surgery. It was reported that a screw from another company was used, which fractured and led to pseudoarthrosis. As a result, revision surgery was performed to remove the fractured screw. During this revision surgery, while removing the screw from the other company and replacing it with a medtronic screw, the screwdriver broke. Furthermore, when attempting to insert an additional screw, the screw did not turn, and the new screwdriver also broke. It was also reported that a screw remained attached to the tip of the extractor.

Manufacturer narrative:
H3: product analysis of product:5484113, lot:rs20e028 visual and optical examination identified it appears that part of the tip of the instrument has been broken off. The metal deformation gives indication that the failure was the result of overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.